Event description:
Sales rep reported that during the knee revision, scorpio ts surgery, after the tibia intramedullary entry was done, medullar canal was opened, available size was determined, stem trial was placed to tibia, 8200-0023 was placed and hit by hammer from the up. During this operation 8200-0023 was broken. Surgery was completed with size #7/#9.

Event description:
Sales rep reported that during the knee revision, scorpio ts surgery, after the tibia intramedular entry was done, medular canal was opened, available size was determined, stem trial was placed to tibia, (B)(4)was placed and hit by hammer from the up. During this operation (B)(4) was broken. Surgery was completed with size #7/#9.

Manufacturer narrative:
An event regarding a fractured scorpio ts tibial reference collar was reported. The event was confirmed. Inspection of the reported device confirmed the event. No material or manufacturing defects were noted. Device history review was not performed as the DHR could not be located. Doc control has been notified of the event. Complaint history review indicated there have been no similar previous reported events for this lot ID. The investigation concluded that the event was likely the result of misuse. It was reported that the product was hit using a hammer during extraction. However, the protocol indicates a slap hammer should be used on the resection guide tower, not the reference collar. Inspection of the returned device identified no material or manufacturing discrepancies. Therefore, it was determined the product was manufactured according to specification.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.